Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 19-april-2024, it was reported by the patient that infusion set fell off, first one has been rubbed in 48 hours and the second one is at the night after 16 hours of use. Event occurred on 04/19/2924 and 05/22/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.